Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during bypass of gastroenterostomy procedure. The powered handle and reload were being used for the jejunum resection. The surgeon thought that the device fully fired the first firing. Then pushed the silver button and pulled the knife back. However, the resection and the stapling was stopped at the site of 40mm. Replaced by another reload and the surgeon successfully fired to the incomplete site of the original staple line. The surgeon said that the tissue of the intestinal canal was thick and did not clamp the other material. There was no patient harm. The status of the patient is no problem.